Event description:
It was reported that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 53 mg/dl but the blood glucose was 97 mg/dl. And because of the low sensor glucose value the insulin pump had gone into threshold suspend mode. The abovementioned issue had happened with multiple sensors. The customer removed the sensor from their body and the cannula was straight. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed for high readings.